Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the high defibrillation impedance event was sensed by the device.

Event description:
It was reported that high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.